Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the coil detached "precosiously" in the microcatheter and not into the aneurysm. The user facility was requested to provide additional information in regards to the event; however, as of today, no further information is available.

Manufacturer narrative:
Product available - corrected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was returned along with the microcatheter used (echelon microcatheter by ev3). Blood was observed inside the echelon microcatheter hub and inside the coil introducer sheath. Analysis of the returned coil revealed that the main coil had physically detached from the delivery wire at the detachment zone and it was found inside the hub of the returned microcatheter. The main coil was removed from the hub and was found to be tangled and broken at the proximal end. In addition the main coil had a kinked. Based on the results of the DHR review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. In the case of the reported event, the main coil most likely stretched, tangled and then broke/fractured at the proximal end inside the microcatheter during the procedure. It is possible that some friction was experienced during advancement and the physician used excessive force in order to remove the coil from the catheter¿s lumen and subsequently the coil stretched, tangled and detached at the detachment zone. In the case of this complaint it is possible that insufficient flush was used during the clinical procedure as blood was noted inside the microcatheter and inside the introducer sheath. This however cannot be conclusively determined. Information available indicated that the device was confirmed by the user to be in good condition prior to use. Based on the information available and analysis of the device the exact cause that led to the reported and analyzed damages on the main coil cannot be determined.

Event description:
It was reported that during a coil embolization procedure, the coil detached "precosiously" in the microcatheter and not into the aneurysm. The user facility was requested to provide additional information in regards to the event; however, as of today, no further information is available.